Event description:
It was reported that the reveal implantable cardiac monitor recorded two episodes of asystole that appear to possibly be electrode loss of contact with breakaway from baseline electrocardiogram. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.